Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported application software failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the inability to pause insulin delivery through the omnipod app. The patient replaced the pod due to decreasing blood glucose levels. No specific blood glucose levels were reported. There was no medical intervention reported in relation to this event.

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data tied to the user for the day of (B)(6) 2026 was downloaded for investigation. Review of the cloud data found several instances of insulin delivery being paused on (B)(6) 2026. The user was notified each time the suspension period was met, and the system continued to suspend insulin delivery until basal insulin delivery was resumed. The patient history buffer data confirmed that during each period of insulin suspension, the number of pulses delivered by the pod did not increase. No issues were observed in the available cloud data with the system's ability to pause insulin as expected; however, without application logs, it could not be determined if an issue occurred that prevented the user from pausing insulin delivery at some point on the date of occurrence. The cause of the reported event could not be determined.